Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the unit failed an incoming vxi test due to its main printed circuit board being out of specification in an electrical manner. Also during the bench test, with the rate set to 70 paces per minute (ppm) and the atrial and ventricular outputs set to 10 milliamperes (ma), with the backlight and menu off the battery was ejected and the device shut off after 1 second. The test was performed 5 times with the same result. Analysis further noted that the lower case was broken, the bail covers and ring cover were broken and contaminated, the battery contacts were compressed, the upper case was dented and the lead flex cover was contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the supercaps failed in-circuit, surge current was below normal, and the battery removal test failed. After the supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by capacitor component failure.